Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 14mm long starting 1mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.